Manufacturer narrative:
H2) he software analysis concluded that was no failure found. The logs captured two sessions on the date of the issue reported, but only one session captured that the site did multiple trace registrations. However, provided logs did not captured any abnormalities related to the reported behavior. As per the case description, the site used the third-party seeg bolts, which is off-label use and the surgeon did not believe the issue was related to the stealth or navigation. Based on the information provided, this does not appear to be software related. Software version: 1.3.2, application. Codes: b01, c19, d14 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3, h6: no products were received by the manufacturer for analysis because the issue was not related to navigational device. The inf ormation obtained indicated that the non-medtronic seeg bolt malfunctioned during with the 4th electrode placement, there was no allegation of navigation inaccuracy or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system during an electrode and probe placement procedure. It was reported that there were issues with a third-party company's seeg bolts (pmt). The surgeon had placed three of the exact same leads in different areas on the patient without issue. On the fourth bolt, the bolt pushed through the patient's skull and into the brain after being placed. The same 2.4 mm drill stop was used for all bolts. The surgeon had to do a craniotomy to retrieve the lost component. The surgeon was able to successfully place the remaining bolts without issue. The surgeon did not believe the issue was related to the system or navigation. There was a two hour delay in surgery. The patient was affected.